Manufacturer narrative:
Correction: h4 (incorrect month was erroneously selected in initial medwatch). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, etc. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.". The user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a leak at the distal end. The issue was found during reprocessing. Inspection and testing of the returned device found the connecting tube had coating peeling (1mm or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to a pinhole on the distal end, water tightness was lost. Adhesive on distal end had a crack. The control unit had discoloration. The up/down plate was dirty. The forceps channel port had a dent. The scope-cover was deformed. In addition, the distal end, the control unit, the scope-cover, the grip, the universal cord, the light guide connector, the video connector, and the video connector case were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.